Manufacturer narrative:
DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure of the trilogy evo system printed circuit board assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that the trilogy ev300 ventilator failed to have a software update successfully installed during service. There was no patient involvement, and no harm or injury reported. On device evaluation, ventilator inoperative error code e-156 was noted in the error log indicating the therapy central processing unit (cpu) was still running in boot monitor software. The system printed circuit board assembly required replacement to address this issue. Additional findings not related to the malfunction/issue: information received that after a repair/service software upgrade was attempted on a trilogy evo the device became inoperative. This information does not indicate a malfunction of the device, yet a result of the service being provided. It has been concluded that the trigger for this condition would not occur during normal operation and use on a patient; therefore, posing no additional safety risk for a patient. Based on the available information, there is not enough evidence to suggest if this reported issue were to recur that it would be likely to cause or contribute to death or serious injury. On physical inspection, the internal battery was missing and required replacement. Parts of the enclosure were damaged or missing and required replacement.